Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a startup and observed the wbc bath overflowing and waste/vacuum chamber was not draining. The fse found that pinch valve (lv) 15 was intermittently activating. The fse observed very heavy build up in waste/ vacuum chamber. The fse replaced the chamber and flushed its tubing with bleach. The fse replaced the affected pinch valve and verified that the wbc bath was draining effectively with no further leaks. Failure mode: the cause of the leak was the pinch valve at lv15. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the white blood cell (wbc) bath was overflowing on the coulter ac*t 8/10 analyzer. The volume of the leak was a few milliliters and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated as a result of this event.